Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of sample. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event can be attributed to the operator not following instructions during manufacturing. The product was likely non-conforming when it left zimmer biomet control. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the sales rep there is debris on the implant inside the sterile packaging. Attempts were made to obtain additional information; however, none was available.